Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was having issues. It was later clarified that the iabp unit generated an "check iab catheter" alarm. The end user would lower the augmentation and the iabp unit was observed to alarm less. The end user decided not to change the iab catheter as the patient was critical and therapy continued on the patient with no other issues . There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge therapy specialist advised the customer to check the catheter for kinks, to verify placement, to check patient pulses, and to call getinge support. A getinge service territory manager (stm) was dispatched at a later date and replaced the luer fitting as a precaution. The stm also observed the autofill regulator was out of calibration. The stm calibrated the iabp unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was having issues. It was later clarified that the iabp unit generated an "check iab catheter" alarm. The end user would lower the augmentation and the iabp unit was observed to alarm less. The end user decided not to change the iab catheter as the patient was critical and therapy continued on the patient with no other issues . There was no patient harm and no adverse event was reported.